Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions (ffb) pcb, generator interface (gib) pcb , vcsi pcb and image processor pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently locked up and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.